Event description:
It was reported that for the asymptomatic patient oversensing due to lead noise was noted via remote transmission. Programming changes were made. Subsequently, noise episodes still occurred. Lead anomaly was suspected. Patient will return for further assessment of the lead condition including provocative testing. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.